Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during an unrelated procedure, while the pocket was open, the physician noted trauma to the atrial lead insulation. Prior to the procedure the atrial lead function had been stable. After the procedure the atrial output threshold and atrial sensing was unchanged, however the atrial lead impedance measured at a lower value than that before the procedure. Rhe doctor made the decision not to place a new atrial lead. The patient tolerated the procedure well.